Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead f10. (B)(4)

Event description:
It was reported the wires broke at one time. The patient didn't remember further details. There were no patient symptoms reported. If additional information is obtained, a follow-up report will be sent.